Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport while on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut off. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated and assessed the unit for repair, performed full calibration, and tested the unit. The product passed all functional/safety testing. Unable to replicate the issue however, as a precautionary measure the fse replaced the batteries. Returned the unit to the customer for clinical use.